Manufacturer narrative:
The incident sensor was not returned for evaluation. The concomitant pm100n bedside sp02 monitor was returned and nothing was found during testing that would have contributed to the reported event. Alarms functioned normally when alarm limits were violated and the unit tested satisfactorily. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer contacted us regarding a product, pulse ox (oximeter) bedside monitor. The customer found their infant child unresponsive. The infant was later pronounced deceased by medical professionals. The infant was connected to a pulse oximeter with a sensor. There were no error codes displayed on the monitor. The patient was also connected to a ventilator. The lot number of the sensor was not recorded and will not be returned. The monitor has been sent back to the service center in (B)(4) for failure investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A customer contacted us regarding a product, pulse ox (oximeter) bedside monitor. The customer found their infant child unresponsive. The infant was later pronounced deceased by medical professionals. The infant was connected to a pulse oximeter with a sensor. There were no error codes displayed on the monitor. The patient was also connected to a ventilator. The lot number of the sensor was not recorded and will not be returned. The monitor has been sent back to the service center in plainfield, in for failure investigation.